Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user had faced difficulties in opening and closing the drawer. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the drawer was failed to open and close. A field service engineer (fse) shutdown the station, removed drawer 6, replaced cubie row a and slide. Then, the fse reinstalled the drawer, locked the back panel and power the station back on to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used this incident, it was determined that the drawer was failed to open and close. A field service engineer (fse) shutdown the station, removed drawer 6, replaced cubie row a and slide. Then, the fse reinstalled the drawer, locked the back panel and power the station back on to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user had faced difficulties in opening and closing the drawer. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.